Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms after a bolus of insulin was delivered. After the alarm, the customer would resumed insulin delivery without clearing the blockage. The customer's blood glucose (bg) level was in the 400 mg/dl range with a moderate amount of ketones and an insulin injection was used to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions and informed the customer on how to troubleshoot any future occlusions.